Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se calibrated the flow sensor, expiratory valve and atmospheric pressure to address the issue. The se performed extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use, the 840 ventilator generated a diagnostic code rendering the ventilator inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.